Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the patient presented in clinic for procedure. During procedure, the right ventricular lead was showing normal defibrillation impedance value when connected to a new implantable cardioverter defibrillator (ICD) placed. Only the chronic ICD was explanted and replaced. Patient condition was stable.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead that exhibited high defibrillation impedance. No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The reported field event high impedance was confirmed in the lab. The device was returned for analysis. After a high voltage shock delivery, the anomaly was lost. Environmental stress testing was unable to reproduce the anomaly. The cause of the high impedance could not be determined.